Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. The device had a scratched display window, cracked battery tube threads and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that it was a very hot day and it could have been exposed to perspiration. Blood glucose value was 8.2 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.